Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b22, c21: the site will be asked about the location of the medical device, if it is available for return to gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2024, this 69-year-old male patient underwent placement of a gore® acuseal vascular graft (acuseal graft) in the right upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to surgery. No adverse events occurred during the procedure. A percutaneous transluminal angioplasty (pta), thrombectomy and an explant of the previous hemodialysis acuseal graft were performed as well. On (B)(6) 2024, the patient underwent successfully the first hemodialysis session with the acuseal graft. There were no adverse events during this session. On (B)(6) 2025, the patient was noted to have a graft dissection, which the site assessed as cannulation related. This required in-patient or prolonged hospitalization and a repeat intervention, where the acuseal graft was explanted. The outcome of the adverse event was noted as recovered/resolved with sequelae on (B)(6) 2025.

Manufacturer narrative:
H6 code a27: a27 was used to describe "graft removed from patient entirely." H6 codes b14, c19: the lots met all pre-release specifications. H3 other; h6 codes b18, c20: the device was discarded at the facility, therefore, a device evaluation could not be performed.

Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2024, this 69-year-old male patient underwent placement of a gore® acuseal vascular graft (acuseal graft) in the right upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to surgery. No adverse events occurred during the procedure. A percutaneous transluminal angioplasty (pta), thrombectomy and an explant of the previous hemodialysis acuseal graft (implant date: (B)(6) 2024) were performed as well. On (B)(6) 2024, the patient underwent successfully the first hemodialysis session with the acuseal graft. There were no adverse events during this session. On (B)(6) 2025, the patient was noted to have a graft dissection, which the site assessed as cannulation related. This required in-patient or prolonged hospitalization and a repeat intervention, where the acuseal graft was explanted. The outcome of the adverse event was noted as recovered/resolved with sequelae on (B)(6) 2025. The site discarded the explanted acuseal graft. The site stated that it was not possible to treat the dissection, because the layers were too damaged and ruptured.

Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b18, c19, d15: the device was discarded and therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.